Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient reported that his cgm was "not connecting" with his tandem mobi insulin pump. He reported not receiving any high or low alert notifications. However, it was noted the patient did receive his 24-hour grace period notification. It was not specified if the patient was only using his tandem mobi as a display device or if the patient had access to his cgm values on the dexcom mobile app. At an unspecified time on (B)(6) 2025, the patient lost consciousness and was taken to the hospital (it was not specified by who). At the hospital, the patient¿s bg level was 989 mg/dl and the patient was wearing a tandem mobi insulin pump. The patient¿s cgm had been disconnected by this time. The patient was diagnosed with diabetic ketoacidosis (dka) and regained consciousness after 2 days having no recollection of what had occurred leading up to him being in the hospital. The patient refused to provide dexcom with any further event details, including any medication or treatment information. The patient was discharged on (B)(6) 2025. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.